Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint. Replacement products were sent to the pt.

Manufacturer narrative:
The pump was returned to animas for eval. The results for the investigation were as noted: keypad did not sustain physical damage. The 'down' button intermittently was responsive and 'up/ok/contrast' buttons were responsive to user input. All buttons spring back when pressed. There was contamination under 'down' button contact when keypad was removed.